Event description:
The pt reported that her blood glucose measured 170 mg/dl at 5:00 am and she ate at 6:40 am and bolused 4 units of insulin. At 8:50 am, her blood glucose measured 397 mg/dl and she bolused 10 units of insulin. At 11:37 am, her blood glucose measured 366 mg/dl and she bolused (amount unk) through the infusion device. At 3:00, she disconnected from the infusion site and bolused and no insulin came out of the infusion tubing. At 3:00 pm, her blood glucose measured 463 mg/dl and she bolused and no insulin came out of the infusion tubing. She believes that the adapter is clogged. No e4 (occlusion) error was displayed on the infusion device. She stated there were air bubbles in the system. She changes the infusion site every 3 days and the infusion tubing every 7-14 days. Her normal blood glucose level is 80-120 mg/dl. No further info is available. The pt did not required medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.